Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional tests could not be completed due to this alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that it was looping for awhile but seemed to be working after that. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.